Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited high thresholds. When attempting to reposition the lead, the coronary sinus was dissected. The lead was removed. No patient symptoms were reported and the patient was doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).